Event description:
The company received information that suggested that there was air leakage from the cuff after two days in patient use. The customer reported that the patient was re-intubated and there was no harm to the patient. The customer will return the sample for evaluation.